Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2002. Subsequently, patient was revised on (B)(6), 2010, due to loosening of the cup. An unidentified black substance was noted during the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse affects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". This report submitted (B)(6), 2011.